Event description:
The string completely ripped out. Didn't seem to be securely attached throughout the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string ripped out the tampon during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation